Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp (lot 63223344) exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared. Device history record was reviewed and no discrepancies were found.the root cause was determined to be handling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565-2018-06682. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, surgeon felt that the insertion of the tasp was very tight, so he tapped the tasp with hammer which led to the tasp fracture. No adverse events have been reported as a result of the malfunction.